Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer loaded a new cartridge to resolve the issue and address bg.